Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the unit confirmed the complaint. The shock cushion had moved forward in the handle and was impeding the handle from closing and holding properly. The unit's 6-inch transitional member was replaced due to worn teeth. The shock cushion, ¼ inch pin, and adjustment wrench were also replaced from being worn. General maintenance performed. Root cause - complaint confirmed via inspection of the unit. The teeth on the 6-inch transitional member were worn and the transitional required replacement. Probable root cause is routine use and wear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00105. A facility reported that the mayfield ultra base unit (a2101) has worn teeth and slips during use. No patient injury or surgical delay has been reported.